Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code and produced an abnormal noise. The device was returned to the biomedical engineering department with a note "audible noise from fan, s233 malfunction". There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan produced an abnormal noise and s233 (over temperature) was noted in the device history. Further testing found the touchscreen did not respond to enter the standby mode. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.